Event description:
A customer reported a past event of low blood glucose displayed simply as "low"; however, specific value was not provided. Cause was not known. The customer managed the event by consuming orange juice. Technical support recommended that the customer consult a healthcare professional to discuss any factors affecting blood glucose levels.